Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the cartridge tip was defective. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in partially advanced position and the cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under microscope at 10x magnification showed lubricant material residue in the device. The intraocular lens (iol) was observed stuck at the cartridge tube near the loading zone and the pushrod overriding it. The tip of the cartridge was observed slightly deformed. The customer's reported complaint was verified; however, the condition of the returned device indicated that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.